Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, all 190 flexible endoscopes were not recognized when plugged into the evis exera iii xenon light source. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and correction to g2 (other) of the previous report. The device was returned and an evaluation was completed. During inspection, olympus confirmed the reported event of endoscopes not being recognized when plugged into the light source. In addition, a b30 error occurred due to corroded scope socket. Lastly, the following non-reportable phenomena were identified during evaluation: e216 error; e315 error; top cover corroded, dusty and scratched; foot deformed; rear panel deformed air duct cover; corroded, dusty and scratched chassis; misaligned and dusty unit sponge; and corroded, dusty and scratched front panel. The investigation is ongoing, if additional information is identified, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to a corroded scope socket. Olympus will continue to monitor field performance for this device.